Manufacturer narrative:
The device was returned for analysis. Visual and functional analysis was performed on the returned device. The reported leak and difficulty pulling negative pressure was confirmed. Additionally, the sidearm threads were noted to be damaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. It should be noted that the armada 35 instruction for use (IFU) states: carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. In this case, the user continuing to use the device after air bubbles were observed during prep, did not cause or contribute to the noted leak. The investigation has determined that the reported leak was the result of the noted damage to the threads of the sidearm inflation port. A cause for the damage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a left arteriovenous fistula. During device preparation of the 5.0x40mmx 80cm armada 35 balloon dilatation catheter (bdc); air bubbles were seen in the inflation device when negative was pulled. The user felt the issue had resolved and the bdc was inserted in the anatomy. When the bdc reached the target lesion, negative was pulled, and bubbles were seen in the inflation device again. The bdc was removed and a new armada was used with the same inflation device to complete the procedure without reported issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.